Event description:
It was reported that this patient was lifting a suitcase above head on an airplane and thought that she was going to pass out. It was noted that since that episode there were other shorter noise episodes recorded. Review of the report found noise across all three channels, however the right ventricular (rv) lead had oversensed the noise causing pacing inhibition and asystole greater than two seconds. The lead was surgically capped and replaced. No additional adverse patient effects were reported.